Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load a new cartridge onto the pump. Reportedly, the customer had to reload 2 new cartridges before the cartridge was successfully loaded. Customer had elevated blood glucose levels (290 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.